Manufacturer narrative:
Date rec¿d by MFR : 05mar2019. Information was received that the issue occurred during preventative maintenance (pm). There was no patient involvement. The serial number of the ventilator is 100061367. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator read a low o2. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04march2019. The service engineer (se) inspected the device and replaced the flow sensor assembly to address the issue; the ventilator was returned to use.

Event description:
It was reported that the ventilator read a low o2. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. Event date not specified; estimate used.